Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having high blood pressure, nausea and vomiting. The patient reports being carried to the hospital. Once at the hospital the patients pod had got bumped and the cannula had become dislodged from the pod infusion site, (arm). The patient was prescribed zofran (8 mg) to be taken every 8 hours as needed. The patient was discharged from the hospital after 6 hours. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.